Manufacturer narrative:
The needle syringe was received for evaluation along with a thrombin vial and an empty calcium chloride vial. Visual inspection revealed reddish orange particulate matter in the thrombin vial. The reported condition was verified. The most probable cause of this reddish orange particulate matter is the coring of the reddish orange rubber stopper of the calcium chloride vial. A particulate matter analysis previously performed on a similar complaint identified the reddish orange particulate matter to be consistent with the calcium chloride vial stopper. The particulate matter in this complaint was similar in shape, size, and form to that identified in the similar complaint. Simulated use testing was performed on a retention sample in an attempt to duplicate the customer reported condition. Using the needle syringe, the reddish orange rubber stopper of the calcium chloride vial was pieced and 5 ml of diluent was transferred to the thrombin vial. No red particulate matter was observed in the needle syringe or the thrombin vial. The thrombin solution was mixed into the gelatin syringe and the contents were mixed back and forth successfully between the syringes for at least 20 times. There were no issues detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered in the needle syringe of the floseal hemostatic matrix. The issue was discovered during preparation before patient use. There was no patient involvement. No additional information is available.